Event description:
False negative result(s). The user stated that, "in the last week all 5 (flowflex) tests in the box came up as negative when 2 people in our household ultimately ended up having covid. This was confirmed by a test of another brand and an in-office test on the same day as the negative flowflex test."

Manufacturer narrative:
Per the investigation, no anomalies were found to indicate a systemic issue. The issue was not reproducible with the retention lots, and the customer claim cannot be verified. No root cause was identified with customer error, internal error, or supplier. The severity of potential injury is negligible, and frequency of injury is improbable based on number of similar complaints in the past. The combined frequency and severity present an overall acceptable risk (low), and no further investigation is needed. However, an MDR will be filed due to potential performance issue, but the chance of serious injury is low following proper testing procedure. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation.

Manufacturer narrative:
Per the investigation, no anomalies were found to indicate a systemic issue. The issue was not reproducible with the retention lots, and the customer claim cannot be verified. No root cause was identified with customer error, internal error, or supplier. The severity of potential injury is negligible, and frequency of injury is improbable based on number of similar complaints in the past. The combined frequency and severity present an overall acceptable risk (low), and no further investigation is needed. However, an MDR will be filed due to potential performance issue, but the chance of serious injury is low following proper testing procedure.

Event description:
False negative result(s). The user stated that, "in the last week all 5 (flowflex) tests in the box came up as negative when 2 people in our household ultimately ended up having covid. This was confirmed by a test of another brand and an in-office test on the same day as the negative flowflex test.".